Manufacturer narrative:
A surgeon contacted a company sales representative requesting screw drivers to remove an unknown quantity of screw(s) in an upcoming revision. The sales representative supplied screw drivers for the revision case completed on an unknown date in (B)(6) 2016 for an unknown reason. The patient's original surgery was on an unknown date. The product identification necessary to review the specific manufacturing history was not provided. The root cause of the removal of the unknown screw(s) is unable to be determined based on the information provided. No additional information could be obtained after the initial report. The company will supplement the MDR as necessary and appropriate. Device was not returned.

Event description:
A surgeon contacted a company sales representative requesting screw drivers to remove an unknown quantity of screws in an upcoming revision. The sales representative supplied screw drivers for the revision case completed on an unknown date in (B)(6) 2016 for an unknown reason. The patient's original surgery was on an unknown date. No additional information was able to be obtained.